Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin did not exit his infusion set tubing. Customer attempted to use a plunger to push reservoir through the tubing. Customer reported states that he emptied the reservoir into the tubing, but did not see insulin exit. Customer reported that he saw a pool of insulin by the sink. After replacing the infusion set tubing, he did not encounter any problems. Customer's blood glucose level at the time of the incident is unknown. The product is expected to be returned.